Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant had an impella cp pump support ongoing for a high risk coronary intervention (hrpci) 66-year-old male patient. The pump was placed but after 7 hours of support and with patient transferring the pump came out of position. The pump was unable to be re-delivered to the left ventricle (lv) and the pump was explanted and replaced.

Manufacturer narrative:
The investigation positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue most likely was patient movement related. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-23579. E4 should have been left blank g1 reporting contact email revised in accordance with updated procedures.